Event description:
Followed up with the customer regarding the broken tips and customer indicated that the tips were not closing. It was reported that prior to starting a da vinci surgical procedure, it was observed that the tips were broken from the maryland bipolar forceps instrument. The instrument was not used. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips was bent. One grip was bent which caused side to side misalignment of grips. There was a .0123 offset at the tips. Bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had deep scratche/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .087-.208 in length and was not aligned with the tube. Failure analysis concluded that the damage may have been due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.